Manufacturer narrative:
A ge service rep performed an on site investigation. The video control board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system produced poor quality images. No report of pt injury.